Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no battery alarms were noted. All of the buttons responded properly. However, moisture damage was noted at the keypad traces. The insulin pump was also received with some cosmetic damage.

Event description:
The customer reported that the insulin pump alarmed battery out limit, weak battery and buttons were unresponsive. Customer stated that she changed the battery and got battery out limit, weak battery and buttons were not working. Troubleshooting was done. Customer's blood glucose was 163 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.